Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse evaluated the system for bed unpairing and the movement issue. The fse was unable to replicate or confirm any issues on the patient. The robotics coordinator confirmed that the third party field service engineer for the trumpf bed would be coming on site to evaluate the trumpf bed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. A review of the site's system logs for the reported procedure date was conducted by an intuitive quality engineer. Investigation revealed the following possible related system errors: error 25921 - communication with intraoperative table (iot) has been lost while the patient is still docked. User may have manually disconnected the table, the table may have been powered off, or moved away. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 25921 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by recovering the fault and confirming proper connection and pairing to the trumpf bed. Per fse, the issue could not be confirmed or replicated on the patient cart. The robotics coordinator requested the third party trumpf field engineer be dispatched to the site for further evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the bed unpaired and the arms on the surgeon side console (ssc) also moved without the surgeon's input and the instrument moved in the patient. Logs only show the bed unpairing and no other related codes. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the following patient demographics were provided: age and unit, date of birth, gender, weight and unit, and race.